Event description:
The dealer alleges while the consumer was seated in the tilted position, her leg slipped off the calf pad between the calf pad and tire. When her husband moved her to the upright position, her leg was allegedly broken.

Event description:
It was reported that the device was explanted after an implant duration of approximately 126 months, due to unknown reasons. No further details were provided.

Event description:
During a follow up phone call to the nurse in 2009 by product surveillance, it was revealed that one week earlier, the home patient (hp)'s transfer set had fallen off at the adapter end. The nurse assured that it had not caused any issues for the patient, and that hp was placed on antibiotics prophylactically for 3 days. The nurse did not provide the transfer set lot number. The nurse stated that the hp was continuing therapy without issues. No patient injury or medical intervention were indicated at that time.

Manufacturer narrative:
Please disregard the follow-up #002 for this report (MFR#2015691-2009-11583). It was submitted by mistake. There is still no other details for this event.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported the lens was removed and replaced without complication, due to the patient's unexpected post operative refraction.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Through follow-up with the healt-care provider via fax, a response was received. It was learned that the reason for explant was pulmonary stenosis. The operative report was also received. It was also learned that the device is unavailabe for evaluation, as the device has been discarded.